Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, lay user/ patient's reporter contacted lifescan (lfs) and alleged their one touch select meter had an error 2 message issue. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that they did not know when the error 2 message first appeared. The reporter stated the patient manages her diabetes with insulin (self-adjuster). The reporter confirmed that the patient did make any changes to her usual diabetes management regimen in response to the alleged product issue, the patient allegedly took more food and/or drink on an un specified date/time. The reporter denied that the patient developed symptoms as a result of the issue; however alleged hcp in the emergency room (ER) with IV glucose on an unspecified date. The patients blood glucose was taken with an other device (ER/hospital meter) with a results of "55mg/dl" at the time of trouble shooting, the cca confirmed this was the first time the product was being used, the patient testing technique was incorrect, the correct test strips were used, and there was no misuse of the product. The patients incorrect testing steps was to add the blood to the test strip before placing the strip into the meter. The reporter was educated on the correct testing steps. The cca walked through a retest with the reporter and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe low blood glucose excursion after the alleged product issue began.